Event description:
Oversensing with inappropriate shocks were reported on this lead. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead was explanted on (B)(6) 2021. Noise was observed in real time. Upon receipt, the lead under complaint was found cut 13 cm distal to the is-1 connector pin into two segments. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the insulation in the distal end region was found abraded through, which is assumed to be the root cause of the reported oversensing leading to inappropriate shock delivery. Based on the characteristics of the insulation damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. In the above mentioned distal end region the conductor cable leading to the rv shock coil was found exposed loop-shaped outside the lead body. The provided x-ray pictures did not show any visible anomalies, a thorough analysis determined that the loop-shaped exposure resulted from the extraction procedure due to severe tensile forces. Furthermore, a deformed rv shock coil was found, which most likely resulted from the extraction procedure due to applied mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.